Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2020. Additional information: d10. H3 evaluation: as per request, locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate was damage/broken. At plates subassembly area there is an inspection performed by operator to assure that 100% of plates were properly assembled, and quality performs aql inspection of the subassembly to open and close the plate assembly 1o times to assure proper assembly. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, ports closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified, it was confirmed sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Also, while the plate was open, and the exit port closed, the plate was pressed to release the air and it was not possible, no leak was identified. Based on the present analysis and on the sample evaluation, the reported complaint, is not considered to be related to flex manufacturing process. In addition, even when samples presented damage on the activation latch, there are controls in place at manufacturer that could identify this defect prior to performing final assembly. It's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a sales rep that a patient underwent an unknown procedure on (B)(6) 2019 and a reservoir was used. After the surgery, when handling the reservoir in the ward, exudate leaked. Further details are not provided there were no adverse consequences to the patient.